Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271000/(B)(4) - UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The review of the sterilization paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis infection.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that the patient presented with an idiopathic pelvic bleed. The physician stated that it was due to an infection or aortitis, the patients vessels seemed to have eroded around the distal end of the left iliac endoprosthesis, with some clot in the device which lead to the pelvic bleed. On (B)(6) 2018, there was a reintervention and the physician extended and relined the existing contralateral leg endoprostheses (plc271400/(B)(4) and plc271000/(B)(4)) with another contralateral leg endoprostheses (plc141200/(B)(4) and plc121000/(B)(4)). The patient tolerated the procedure.